Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient on a cobas 6000 e 601 module. Two samples were collected from the same patient and analyzed at the same time. Sample 1 had an initial hcg result of 1.82 miu/ml sample 2 had an initial hcg result of > 10000 miu/ml with flag. The customer questioned the differences in the results and repeated both samples on another analyzer. Sample 1 was repeated and auto-diluted on another e601 analyzer and the result was 22393 miu/ml. Sample 2 was repeated and auto-diluted on another e601 analyzer and the result was 22361 miu/ml. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The customer stated verbally that their qc was acceptable. The field service engineer (fse) replaced the measuring cell and performed mechanical checks successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.